Manufacturer narrative:
One device was returned for repair. Service history review identified this device has not been in for service in the previous 12 months and there was no indication the complaint was related to previous service of the device. Functional and visual evaluation was performed, and the reported problem cassette detect error could not be duplicated. Attached standard cassette and performed downstream occlusion test 12psi passed. Lots of contamination was found around the chassis. Last error code of 42224 was found. The probable cause of the reported problem was contamination. Replaced the main board, downstream occlusion (dso) sensor, and latch/lock.

Event description:
It was reported that the pump had a cassette detection error. There was unknown patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.